Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 23 mm navitor vision valve was selected for implantation using a small flexnav delivery system. The native annulus measurements were reported as 20.6 in diameter and 64.7 in perimeter. During the procedure, heparin was administered (dose unknown), and the activated clotting time (act) was maintained at >250. After the non-abbott guidewire passed through the annulus, the guidewire twisted within the ventricle. At that time, the physician suspected a pericardial effusion (pe). A transesophageal echocardiogram (tte) was performed; however, no pe was visible at that time. Pre-dilatation was subsequently performed, followed by valve implantation and post-dilatation. Post-dilatation was performed due to perivalvular leak (pvl) and valve underexpansion. There were no reported difficulties during implantation, no multiple manipulations, no multiple wire or delivery sheath exchanges, and the valve was not re-sheathed more than two times. After full release of the navitor valve, a pericardial effusion was noted via tte. The effusion was described as circumferential, with a largest reported volume of 400 ml. No cardiac tamponade was present. At the time the pe was noted, the patient did not exhibit or report respiratory symptoms. ¿low rr¿ was documented and clarified to indicate low blood pressure. The pericardial effusion was managed with pericardiocentesis. A reversal agent (protamine) was administered after the procedure. The physician indicated that the pe was related to the procedure and attributed the cause of the pe to the non-abbott guidewire and not the device. The patient remained hemodynamically stable throughout the procedure under medication (noradrenaline). No prolonged or additional hospitalization was required due to this event. The current patient status was reported as stable. No clinically significant delay was reported.